Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Information received from (B)(4) published literature indicated the following complication of a study that included pts with slow-transit constipation combined with obstruction defecation. The (B)(6) procedure modifies the classic procedure of subtotal colectomy with colorectal anastomosis by adding a new side-to-side cecorectal anastomosis to solve the coexistence of obstructive defecation and slow-transit constipation in one operation: pt was reported as having anastomotic leakage which was controlled conservatively. Covidien has made contact and conferred with dr (B)(6) of (B)(6) hospital, (B)(6). Dr (B)(6) was listed as one of the participating surgeons in the (B)(4) study and the surgeon confirmed that the reported complications referenced in the study were not related to the ligasure devices used during the procedures.